Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse disassembled the graphic user interface (gui) and reseated the backlight inverters. The cse then reseated the gui central processing unit (cpu) printed circuit board (pcb) cables to correct the issue. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that the top liquid crystal display (lcd) on an 840 ventilator was erratic, distorted and unreadable.